Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was cracked and had become unreadable. The reason for the cracked screen was unknown. Reportedly, the screen had red and blue lines that blocked the graphics and text. Customer's blood glucose was in the 200 mg/dl range. Reportedly, customer reverted to manual injections for insulin therapy.